Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+1.0/094 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due excessive vaulting. The lens was not exchanged for another lens.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4)